Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an interventional peripheral vascular procedure, the catheter tip detached within the patient. The physician had successfully acquired left retrograde femoral artery access with the 4f 100cm catheter. During catheter manipulations under fluoroscopy, over a stiff guidewire at the patient's aortic bifurcation, the catheter tip detached. Secondary access from the patient's right femoral artery with a 6f sheath was acquired. The physician was able to successfully remove the foreign body from the patient's aortic bifurcation via the right femoral artery with a vascular snare device. No additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Should the device be returned at a later time, the investigation will be re-opened.